Manufacturer narrative:
No button error alarm noted during testing. Device received with button error alarm and had unresponsive esc and act buttons due to unlocked lcd keypad connector. Device had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 102 mg/dl. The customer also reported that the reservoir did not lock in place when inserted into insulin pump. The customer stated that they pressed act and the clock moves but buttons was not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.